Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) was showing an electrical test failures #119 and #91 an autofill failure. It is unknown under which circumstances the event occurred however no harm was reported.

Event description:
It was reported that during a routine check by the biomed, the cs100 intra-aortic balloon pump (iabp) was showing an electrical test failures #119 and #91 an autofill failure. There was no patient involvement.

Manufacturer narrative:
Additional information received on 08/10/2022. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, findings, conclusion), h10, h11. Corrected fields: b5, b6, b7, d10, e3, h6 (he-impact). Investigation closure date - 03/26/2024. A getinge field service engineer (fse) had evaluated the unit and replaced the "d670-00-0688" - pcb, front end module then checked the system with demo balloon and trainer it is working fine and ready to use. Parts were being replaced under cmc.